Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when device malfunctioned or when non-union started, complainant part is not expected to be returned for manufacturer review/investigation. Devices were discarded since they were very damaged/ mangled. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a patient underwent a revision of one (1) tfna nail, one (1) tfna lag screw, one (1) tfna distal locking screw and two (2) unknown cables on (B)(6) 2018 to unknown zimmer implants due to one broken (1) tfna nail, two (2) broken cables and nonunion. The patient was initially successfully and without any complications implanted with the tfna construct on an (B)(6) 2017 for an unknown tibial fracture. The cables were wrapped around the fracture, just distal to the lag screw and tfna interface. Subsequently, post operative x-rays suggested that the tfna nail was broken at the tfna nail and lag screw interface, and that the cables located just below this break were also mangled/broken. The nail was described to have been broken in two clean pieces and was removed as such. All implants were removed very easily, successfully and without any complications or any surgical delay. This complaint involves three (3) devices. Concomitant devices reported: unknown tfna lag screw (part# 04.038.100s, lot# unknown, quantity# 1); unknown tfna distal locking screw (part# 04.005.536s, lot# unknown, quantity# 1). This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.